Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No software error detected noted during testing or in pump trace download. Insulin pump trace download analysis confirmed the pump alarmed power error detected. The power management tool confirmed power error detected was triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes due to non-sleep anomaly software error. Hardware low level failure alarm was present in the pump trace download due to broken trace on keypad assembly. Toggled on/off and increased, decreased volume with the audio feature functioning properly. No audio, vibrate, absence of alarm anomalies noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. The customer blood glucose level was unknown. Customer was able to clear the alarm. Customer was able to rewind the pump. Customer states notification light did not immediately stop flashing. Customer also stated that self-test was passed. Customer stated that fill cannula was recorded in daily history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.